Event description:
It was reported that the procedure was to treat a lesion in left anterior descending (lad) with 90% stenosis and moderate calcification, during post-deployment ivus examination, the 2.5x28mm xience prime stent was confirmed not to have been fully apposed to the vessel wall. A 3.0x8mm rx tenku dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 12-14 atmospheres. The 3.0x8mm rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A 2.25x15mm dilatation catheter was used to further dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: 3.0x8mm, 2.25x15mm tenku; guide wire: sion blue; guide cath: axess 6f spb3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The 3.0x8mm nc tenku referenced is being filed under a separate medwatch report #.